Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was sudden onset suction that was unresolved by lowering the p level or repositioning. It was discussed with the physician about the possibility of clot ingestion. The decision was made to explant the pump and reimplant a new cp pump. No issues with the second device.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The visual inspection of the returned pump revealed a mass of biomaterial on the impeller. No other abnormalities were found. When the pump was run, and the biomaterial was ejected from the outflow and the flow rate was within specification. The root cause of the low pump flow was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.